Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (30 mg/ml at 13 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient had skin erosion at their pump pocket site. There were no external factors that may have led to the event. A specimen was taken but no infection was present per the healthcare provider. The pump was replaced and the pocket was re-formed. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.